Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a motor error. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top and bottom cases were cracked. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was unable to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced motor assembly as a preventative measure.

Event description:
Additional information was received. The product issue did not cause or contribute to patient or clinical injury.